Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user suddenly no longer had any hearing sensation with the device after waking up one morning. The evening before the user was able to hear with the device. Reportedly there was no accident or trauma. Reimplantation surgery is being discussed.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported that the user suddenly no longer had any hearing sensation with the device after waking up one morning. The evening before the user was able to hear with the device. The user was re-implanted on (B)(6) 2022.